Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the reported failure was verified. Hence, this complaint can be confirmed. During evaluation, it was found that the ccu display on the monitor goes red in 1 hour as well as after in 3 hours. Additionally, the video 1/0 and isolation board were replaced which were determined to be the root cause of the reported failure. The device also passed the hi-pot test. The device was restored to specification and functions as intended. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part (242300) serial number (B)(4) combination at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via email that during the surgery by using ovb1 ccu and tck1 hd camera head, the camera stopped giving output on the screen. Additional information received form the affiliate reported that the procedure was cancelled because the camera did not work and an alternative device was not available.